Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, leading to inappropriate electric shocks. Troubleshooting options were discussed and recommended. The plan is continue to monitor. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Explant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, leading to inappropriate electric shocks. Troubleshooting options were discussed and recommended. The plan is continue to monitor. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.